Manufacturer narrative:
An initial and follow-up medwatch was filed for this event in error. The reported device failure is not likely to result in patient harm or the need for additional medical or surgical intervention. The reported issue is immediately detectable and would be unlikely to result in impact to the patient. The reported issue has not resulted in a serious injury in the past.

Manufacturer narrative:
Despite multiple requests sent out for device return, the complaint device was not returned and discarded by the customer, therefore unavailable for a physical evaluation. The complaint cannot be confirmed. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed five similar complaints and one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch #: 1221934-2017-10576 & 1221934-2017-10704.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device discarded by customer.

Event description:
The affiliate reported via email bent and firing issue. For the 228141, two knots popped out together during first firing, and hung on the meniscus directly. For the 228143, it was found the spring is bent when just open the sterile package. Changed with same like product to finish the operation. Additional information received via email from the affiliate on 9-26-2017. The failure iss bent and firing issue. The procedure was completed by changing another one. Alternatives were readily available. It is unknown if any portion remain in the patient. There is no report on patient¿s injury. When did the breakage occur? It¿s bent and firing issue. ¿ did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. ¿ if breakage occurred near surgical site, how were fragments retrieved? Na. ¿ how was the procedure completed? Changed another one. ¿ were alternatives readily available? Yes. ¿ were there any procedural or patient anatomy factors which may have contributed to the breakage? There is no report on patient¿s injury. ¿ is surgical intervention planned? Unk. ¿ did portion of the device remain in the patient? Unk. ¿ any patient impact? There is no report on patient¿s injury.